Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode was due to bending overload.

Event description:
It was reported patient underwent a scarf osteotomy barouk procedure on (B)(6) 2012. During the procedure, the screw fractured and was unable to be used during the procedure. Another screw was used to complete the procedure.